Event description:
The user facility reported a 68-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. On day 16 of support, the placement signal from the 5.5 pump was lost. The loss of the optical signal prompted the team to explant and replace the pump. It had been used beyond indication. No lasting harm or injury.

Manufacturer narrative:
The field lt log was reviewed and a placement signal not reliable alarm was confirmed to have triggered with a sudden ps spike to 3000 mmhg on 2022-sept-05 at 2:12pm. The characteristic of the placement signal metrics indicate a sensor wear. The device was not returned for evaluation. Based on the provided information, the cause of the placement signal issue was most likely sensor silicone wear. This report is being filed as part of a retrospective review of historical records.